Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The battery was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a ¿check plunger sensor¿ message that they were unable to clear and also showed a battery error. There was no reported patient involvement. The device evaluation verified the reported problem.